Manufacturer narrative:
Manufacturer's eval summary: the device is a centralized pt monitoring system with cardiac arrhythmia analysis software. The purpose of the arrhythmia analysis software is to analyze pt cardiac ECG waveform morphologies in real time and indicate and alarm for various cardiac conditions including potentially life threatening arrhythmias such as ventricular tachycardia (vtach). The actual device was not returned by the user facility as it is an installed system. However, welch allyn downloaded the pt waveform files from the event for analysis. The waveform data are sufficient to confirm the report of our welch allyn rep who was onsite at the time that the system failed to recognize a sustained vtach episode. There was no pt harm that resulted from this event. We indicated conclusion code, software/firmware contributed to event; in block h6 because a limitation in the arrhythmia analysis software in relation to this pt's specific ECG morphology and a disconnection in the ECG signal immediately prior to the episode contributed the missed vtach event. Engineering found that the ECG cable had been disconnected prior to a vtach episode presenting itself. Acuity software contains a context restore feature designed save a pt's typical morphology. The software uses the context file as a baseline for future waveform analysis. In the event of a disconnected signal, acuity restores the context file. In this case, a vtach event occurred during the context file restore operation, causing the system to label ventricular beats as normal incorrectly.

Event description:
A welch allyn employee working at a customer site found that a pt experienced an episode of ventricular tachycardia lasting approx 30 seconds and the system did not alarm. No pt harm resulted.